Manufacturer narrative:
(B)(4).

Event description:
The patient reported she did not feel much/very little stimulation and wanted to turn it up. It was noted that the ins charge was low and the patient needed to charge it first. The patient reported she was now in a lot of pain on the right side (hand and shoulder) and this was what she was implanted for. The patient had other pains going on which became really bad that she was not implanted for and it was because she had rsd and pain that travels. The patient had a doctor's appointment today. The patient considered this a sudden change in therapy/symptoms. Follow-up was being conducted to determine cause and steps taken to resolve the reported issue. If received, a supplemental report will be submitted. Indication for use included non-malignant pain.